Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine and hydromorphone via an implanted pump. The indication for pump use was spinal pain. It was reported that the caller expected 7 ml and aspirated 14-15 ml from the reservoir. The caller then aspirated the reservoir again and they were able to aspirate 54 ml of tinged fluid. The caller stated that he was able to get 22 ml in the reservoir and then met resistance, so he emptied the reservoir and pulled back some negative pressure with an empty syringe and then attempted to refill again and he was able to fill the reservoir.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2007, product type catheter product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2007, product type catheter h1. The event is considered a serious injury as it was reported the catheter was going to be replaced and so intervention will be required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient was asking if a manufacturer's representative would be present for their replacement. The patient stated they felt like their healthcare provider (hcp) did something to the pump. The patient stated the pump would be due for replacement next year but they would be replacing the catheter and they wanted both devices replaced. The patient stated that the pump was not working. It was recommended the patient consult with their hcp.